Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had hearing unusual noises different from the normal rewind noises pump shoot or squirt insulin out of the infusion set when he prime it. No harm requiring medical intervention was reported. The back light operates sometimes. The device will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, self test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No unexpected a33 alarm anomalies noted. No unexpected rewind anomalies noted. During back light check no unexpected issue were noted. Device received with cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker. The test infusion set and reservoir does lock into place. (B)(4).